Event description:
Reflex 5mm trocar was being used during a laparoscopic appendectomy. During insertion one of the tips broke off. The physician was able to retrieve the broken tip. There was no patient harm. This is the second event with this device. Different lot numbers, different providers, different procedures.======================manufacturer response for surgical trocar, reflex str surgical trocar 5mm (per site reporter).======================manufacturer is sending bio-kit to return device to manufacturer for evaluation and will send a replacement product.what was the original intended procedure?laparoscopic appendectomy.device #1is this a laboratory device or laboratory test?no.